Event description:
Related manufacturer reference number:2017865-2023-19235. It was reported that the patient presented in-clinic for a follow up check. Upon review, the pacemaker was found to be in the back up mode. The device was pacing asynchronously at a rate of 60 beats per minute in the presence of the patients underlying rhythm at 70 beats per minute. The atrial lead exhibited failure to sense, failure to capture, far r over-sensing. X-ray confirmed that the atrial lead had dislodged and twisted. No intervention was performed. No patient consequences.

Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
The pacemaker was not in back up mode.